Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined further information was requested, but not received.

Event description:
Related manufacturer reference number: 2017865-2022-12137. It was reported that a patient presented with wound dehiscence found at the device pocket. Upon further examination, an infection was found. Cultures were taken at the time of the explant. The patient's implantable cardioverter defibrillator and left ventricular lead was explanted on (B)(6) 2022. Cultures were taken at the time of the explant. The patient was recovering and no additional patient consequences were noted.